Event description:
It was reported that the device exhibited a travel course error. It was unknown if the event occurred during testing or in use with the patient. Patient involvement is unknown. There has been no patient harm reported at this time.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed the top case chipped, the bottom case cracked, the right plunger case cracked, and the battery missing. The event history log confirmed the occurrence of travel course reverse error. Functional testing was able to replicate the reported issue; the carriage and position pot were broken. The root cause was determined to be impact. The carriage and position pot were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.